Event description:
The customer reported that she passed out and was taken to the hosp for diabetic coma. The blood glucose reading was 150 mg/dl. The customer stated that the insulin pump alarmed no delivery several times. The infusion sets were changed, but the alarms continued. Troubleshooting was performed. Found that the piston was able to move 5 units without alarming, but the customer reported no insulin delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.